Event description:
Additional information was received that this device was explanted and replaced as scheduled. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device that at a normal follow up, this device showed a fault code 1003 upon interrogation. A memory dump was performed and sent in for preliminary analysis. The device will be explanted and replaced in the near future and returned for final analysis. No adverse patient effects were reported.

Manufacturer narrative:
After receipt of the memory dump, the information was analyzed. A low voltage fault code was declared on the device due to 3 daily voltages being below the threshold of (B)(4). The device coulomb counter and power levels are in line with nominal values. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate, which is the reason for the fault. Analysis of the memory dump has shown that the device has sufficient energy to last for another 2 weeks. The device will be explanted and replaced in the near future and returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted minor body fluid contamination in the lead barrels and scratches on the case. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device will be returned for analysis. No further information is available. This report will be updated if more information becomes available.